Event description:
Edwards received information that something was floating on top of the valve upon opening the jar. The valve was not used. A second device was opened and implanted successfully. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
Method: x-ray. Evaluation summary attached: complaint of particulate was confirmed. Particulates were observed on the inflow aspect of all 3 leaflets. However 2 particulates (particulates c and d) were obtained from leaflet 3, one particulate was one blue fiber (c), approx 2mm in length and one brown fiber (d), approx 1mm in length. Two particulates were also observed in solution (particulates a and b). One particulate (a) one brown speck, approx 1mm in length and one brown fibrous speck (b), approx 1mm in length. No visible inconsistencies observed on valve. Sample sent to chemistry for further testing. Chemistry report: sample a: ir spectrum of the unknown particulate showed similar absorption characteristics when comparing to protein like material. Sample b: ir spectrum of the unknown particulate showed similar absorption characteristics when comparing to cellulose like material. Sample c: ir spectrum of the unknown particulate showed similar absorption characteristics when comparing to cellulose like material. Sample d: ir spectrum of the unknown particulate showed similar absorption characteristics when comparing to cellophane like material. Additional manufacturer narrative: evaluation summary - based on the product evaluation and chemistry report of the returned device, the source of the particulates cannot be conclusively determined. Cellulose and cellophane is a very common material in clean rooms and operating rooms as it can be found in materials such as paper, cotton and wipes. Protein like material, such as hair and skin, can come from any personnel that come into contact with the valve, such as the surgeon and staff. Valves are 100% visually inspected for particulates. Edwards bioprosthetic heart valves are manufactured under controlled, environments in clean rooms which meet all industry cleanliness classification requirements in accordance with (B)(4). All personnel, including visitors and contractors, entering or working in edwards' manufacturing facilities must follow specific rules and gowning procedures to reduce particles and control contamination that could impact product. During manufacture, each valve is visually inspected and functionally tested prior to packaging. These inspection steps check for general appearance and inspect the leaflets under magnification. Subsequently in the preliminary packaging steps, which are performed in a class 10,000 cleanroom under a class 100 hood, the valves and glutaraldehyde solution undergo a 100% inspection for foreign particulates per sterilization and packaging of tissue products procedures. Control measures consisting of IFU precautions are in place to mitigate the risk of contaminating the valve with particulates. The IFU states to avoid contact of the leaflet tissue or the rinse solution with towels, linens or other sources of link and particulate matter that may be transferred to the leaflet tissue. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. While there is no conclusive information to determine when the device in question was contaminated, a CAPA has been initiated.